Manufacturer narrative:
This report is 1 of 3 for this patient: 0001822565-2016-04626/0001822565-2016-04627/0001822565-2016-04628.

Event description:
It is reported that the patient was revised due to looseing after a knee arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this device should not have been reported, as this device was not related to the reported event. MFR report 0001822565-2016 -04628 was submitted in error and should be voided.